Event description:
It was reported by a customer that the fiber cap detached and the fiber tip melted and fell off at 88,613 joules. No pt injury was reported. Per the customer, the fiber cap was retrieved.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap detached. The fiber was burned and melted where the fiber tip detached. The fiber shrink tube and fiber jacket melted and burned. The beveled section melted and exhibited burnt glue. The fiber cap exhibited char, devitrification, crater and melted glass. The fiber cap condition would result in a forward firing scenario. The root cause of the fiber cap melting was determined to be heat accumulation. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.